Event description:
A ventilator was returned to the manufacturer for service. The customer also stated that water may have entered the device. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issue. The device's sensor board, sensor assembly, tubing and active exhalation control module were all replaced due to evidence of water ingress.